Manufacturer narrative:
Concomitant medical products: dtma1q1, crtd; 429888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a history of double counting p-waves at programmed sensitivity. It was also noted there was stimulation on a left ventricular (lv) lead vector that is not currently in use. The leads remain in use. No further patient complications have been reported as a result of this event.